Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported unspecified bd¿ phaseal optima injector had a separation issue, causing leakage. The following information was provided by the initial reporter: "blood dripping from white cvc port. Tubing had become disconnected from phaseal optima."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd¿ phaseal optima injector had a separation issue, causing leakage. The following information was provided by the initial reporter: "blood dripping from white cvc port. Tubing had become disconnected from phaseal optima."